Event description:
It was reported that right atrial (ra) lead has no atrial sensing noted, exhibited low amplitude and not able to get thresholds. Boston scientific technical services (ts) discussed going to ventricular demand pacing (vvir) for now and address placing a new ra lead. Local representative will discuss with physician. In addition, looks like sensing has been bad since implant. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead had high threshold, and no loss of capture (loc) was noted. Subsequently, the device data was reviewed. Upon review, it was noted low p-waves and loss of capture. Then the patient was hospitalized on a ventilator and is not responsive. Troubleshooting optioons were discussed and recomended. However, any action has been performed. At this time the product remains in service and no additional adverse patient effects were reported.